Event description:
The reporter claimed that the pt's blood glucose was elevated to "298 mg/dl" with ketones. Reportedly, the pt drank water and exercise to lower his blood glucose to "85 mg/dl." His blood glucose went back up to "283 mg/dl after taking snacks. During troubleshooting, the animas healthcare provider did not report of any animas product malfunction. This complaint is being reported because the pt had symptoms suggestive of hyperglycemia while using the animas insulin pump to manage his diabetes.